Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in superficial femoral artery. Following guidewire placement, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial dilatation at 6 atmospheres, the balloon ruptured. The device was removed, and a new balloon was dilated and dcb was applied, and the procedure was completed. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in superficial femoral artery. Following guidewire placement, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial dilatation at 6 atmospheres, the balloon ruptured. The device was removed, and a new balloon was dilated and dcb was applied, and the procedure was completed. There were no patient complications nor injuries reported. It was further reported that the target lesion was mildly tortuous and severely calcified. The balloon was inflated for 3 seconds and no balloon or a segment of the balloon detach inside the patient after it ruptured.